Event description:
It was reported that the bd saf-t-intima IV catheter safety system with prn adapter 24 g x 0.75 in. Experienced breakage during use and leakage. The following information was reported by the customer: the extension tubing was broken and leaked when unclamped.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8115943 our records show that this is the second instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima IV catheter safety system with prn adapter 24 g x 0.75 in. Experienced breakage during use and leakage. The following information was reported by the customer: the extension tubing was broken and leaked when unclamped.